Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl. When calculating readings in the parkes error grid the numeric value of 501 mg/dl is used.

Event description:
Customer reported receiving erratic readings on his freestyle freedom blood glucose meter. Customer reported receiving readings of 501 mg/dl, 120 mg/dl and 78 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.